Event description:
It was reported by the customer that their sensors were calibrating incorrectly and the device alarmed sensor end. Customer states that the sensors would inform him that he was either high or low, when he was actually stable. Customer declined troubleshooting but did notice that the sensors had expired. Customer's blood glucose level was 400 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.